Event description:
The perforator was used to gain access into the cranium of the pt with a proximal brain tumor. On completing the 3rd burr hole, the perforator came in contact with and created a small tear in the dura metter. No product is being returned for evaluation.